Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had flipped in the pocket site. The physician decided to replace the ipg due to unable to check impedances and the patient was doing well postoperatively. The explanted ipg will not be returned.